Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging device has strange odor and device has burning smell. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed pil observed the air inlet filter missing. Unknown brown contamination (possible corrosion) inside jb dc power jack on pca (printed circuit assembly) the air outlet port had dust-like contamination in it. Air inlet had tan dust like contamination in it. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Thermal event on humidifier harness connector and pca at j9. See (B)(4). Significant dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Unknown brown contamination (possible corrosion) from the j8 dc power jack on pca (printed circuit assembly) inside the bottom enclosure. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer concludes there was secondary findings were observed as 32 errors were logged. Pil was able to confirm the complaint of burning odor from j9 thermal event.